Event description:
On june 29, 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was prompting an unspecified message and intermittently would not power on. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt. It is not known when either of the alleged issues began. The pt reported that he manages his diabetes with insulin (self adjuster) and as a result of the alleged issues was not able to adjust his insulin according to his sliding scale. It is not clear if the pt took a decreased amount of insulin or skipped taking his insulin as a result of one or both of the issues. The pt reported that on the afternoon of the event day, he went to the emergency room because he was unable to test for several days and developed symptoms of a cold sweat, heart palpitations, flushed and feeling anxious. When tested with the ER/hospital meter, the patient claimed his blood glucose was "670 mg/dl." The pt reported being treated with IV fluids and insulin (type and dose unk). At the time of troubleshooting, the subject meter would not power on and therefore the cca was unable to confirm the message appearing on the subject meter. The cca also noted that the pt had not replaced the subject meter's battery as recommended in the owner's booklet. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issues and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.